Event description:
A malfunction alarm named altitude alarm 21 was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer suspended insulin during the alarm condition but followed instructions to clean the pump's speaker holes and reconnect the cartridge, successfully resuming insulin after a short wait. No further issue was reported after these actions, and the pump resumed normal operation with preventive tips provided by technical support.